Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open pancreatic cancer resection, while removing the mid-pancreatic tissue, the reload could not be fired. After changing to the same type of staple, it still could not be fired. The reload was changed to resolve the issue. A stapler was also able to fire but there was a poor staple formation. The staple did not form ¿b¿ shape. The I beam of the staple couldn't be pulled back. They used the small thyroid hook to pull back the hooks that were stuck to open the jaws. There was no patient injury.